Manufacturer narrative:
Two separate lot numbers were involved. The second lot number is 059395. Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "patient fell off bike and screws broke. The hardware was removed and reinstrumentation completed."